Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Insulin pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm noted. Insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and battery out limit. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 180 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.